Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium and a previously implanted atrial-septal patch. Prior to inserting the mitraclip devices, difficulties obtaining a transseptal puncture occurred, requiring balloon dilation. Following transseptal puncture, a mitraclip was inserted and successfully deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw was inserted, and grasping was performed. However, the mr was unable to be reduced. Therefore, a decision was to remove the second clip. The clip was removed, and the procedure was discontinued with one clip implanted, reducing mr to a grade of 3-4. It was noted that after the procedure, tissue damage was observed, but in the physician's opinion, the tissue damage was due to degenerative leaflet tissue and not the clip. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.